Event description:
It was reported that the patient experienced intermittent loss of dexcom g7 glucose data transmission to the ilet pump while the dexcom app continued to receive readings, indicating a communication issue isolated to the pump interface. Symptoms included no alerts or alarms and no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer-guided troubleshooting and education: cycling the phone¿s bluetooth, switching the cgm sensor type from g7 to g6 and back to g7, re-entering the sensor code, verifying bluetooth presence, and waiting for reconnection, after which the sensor reconnected. Investigation of this case revealed a temporary communication disruption between the cgm and ilet that resolved with reconnection steps, consistent with intermittent bluetooth connectivity behavior; the dexcom system and sensor were otherwise functioning as evidenced by continued readings in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was probable intermittent bluetooth communication interference.